Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. The estimated longevity decreased not as expected, 30% to 15%, within two days. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and is planned to be performed. The battery status was reassessed and a new replacement window was provided. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. The estimated longevity decreased not as expected, 30% to 15%, within two days. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and is planned to be performed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. The estimated remaining longevity decreased more quickly than expected, changing from 30% remaining to 15% remaining within two days. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and is planned to be performed. The battery status is being constantly reassessed and new replacement windows are being provided. The plan is to monitor until the device triggers elective replacement indicator (eri) to schedule a replacement procedure. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. The estimated remaining longevity decreased more quickly than expected, changing from 30% remaining to 15% remaining within two days. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and is planned to be performed. The battery status is being constantly reassessed and new replacement windows are being provided. This device remains in service. No adverse patient effects were reported.